Event description:
It was reported the end user was diagnosed with a yeast infection under the skin barrier. The end user was issued prescriptions for nystatin powder and another antifungal medication. No further patient consequences were reported.

Manufacturer narrative:
Additional information was received on september 14, 2015. A batch record review was performed and no discrepancies were noted. Previous investigation is applicable to this complaint. Therefore, this complaint will remain open until completion of the previous investigation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on (B)(6) 2015.